Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Public safety officers responded to smoke coming from a facility pickup truck. The reporter stated smoke was coming from the passenger compartment and the windows were darkened from the smoke. The vehicle's battery was disconnected and the door opened to find what was reported to be the device smoldering in the rear jump seat. The reporter said the vehicle's interior was damaged from the reported incident. No adverse affects to anyone were reported as a result of the reported incident.